Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an adverse event which occurred the day after sensor insertion into the abdomen. On (B)(6) 2024, the patient¿s sensor fell off. The patient was about to insert a new sensor, however, before being able to do this, the patient lost consciousness. This occurred ¿within minutes¿ of the patient becoming aware of the sensor falling off. The patient was wearing an omnipod insulin pump. He was living at a support living facility and was found by someone there. Emergency medical service was called, and the patient was transported to the emergency room (ER). At the ER, the patient¿s blood glucose meter reading was 40 mg/dl. The patient was treated with unspecified medications (the patient could not recall the specifics). It was also not specified how long the patient was in the ER prior to discharge. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.